Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain one of five. The hp became disconnected from the patient line while sleeping. The technical service representative (tsr) assisted the caregiver in clearing the alarm and ending therapy for the night. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. The cause could not be determined; however, a loose connection/disconnection is a known cause of this alarm. If additional relevant information becomes available, a follow up medwatch will be submitted.